Event description:
It was reported the "unit is coming in for autocycling while on patient". Additional information received from respiratory therapist, "caregivers were suctioning patient. Opened up the swivel elbow adapter to suction patient, after closing up the adapter the ventilator was self cycling. The patient said he was unable to talk. The caregivers thought the frequency was about 20-22. They called the parents and then placed on their spare ventilator. They thought it was autocycling approximately 5 minutes before they placed patient on the other ventilator. The other ventilator worked well". No allegation of patient harm. The inop alarm was not activated.